Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported cracks on the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked display window corner and minor scratched lcd window. (B)(4).